Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 15 mg/dl, lo (less then 10 mg/dl), 23 mg/dl, and 110 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
(B)(4). During baxter's review of the event history, it was discovered that failure code 808:02 occurred on (B)(6) 2010.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Event description:
Information received suggests that patient underwent a revision hip arthroplasty due to wear, osteolysis, loose acetabular cup and infection. Review of invoice history revealed that patient underwent total hip arthroplasty on (B)(6) 2008 and a revision hip arthroplasty procedure on (B)(6) 2009 to exchange the modular head for an unknown reason. Subsequently, patient was revised again on (B)(6) 2009. No further details have been provided to date.

Event description:
The facility representative reported a colleague infusion pump with failure code 808:02. The incident was observed to have occurred in the medical surgery department. During product evaluation at baxter, it was discovered that the event occurred during delivery. There was no report of patient injury or medical intervention are associated with this report. No additional information is available. The user interface module master software version for this device is 5.09.90, categorized as remediated.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported condition was confirmed but not duplicated. The assignable cause was a faulty phm (pumphead module). The phm was been replaced.